Event description:
Account alleged an incident involving a patient fall. The facility had a power outage for 15 seconds when the patient got out of bed and fell in the bathroom. The patient sustained an abrasion on their head, left arm, left eye, and bruised one of their hips. The bed exit system was armed and both head siderails were in the up position. The bed was not interfaced with the nurse call system. Upon investigation it was found that the bed was functioning properly.